Manufacturer narrative:
Additional information: h4 and h6(add code). H4: the lot was manufactured between october 3, 2025 and october 6, 2025. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three(03) large volume infusors leaked from the edge near the fill port during filling. The devices were filled with 5-fluorouracil. There was no patient involvement. No additional information is available.